Manufacturer narrative:
(B)(4). Received one used dialyzer for evaluation. A visual inspection was performed and no white matter or anything else was found in the dialyzer. There was blood residual at each end of the arterial and venous header. A leak test was then performed on the dialyzer and no leakage was found with the dialyzer. The sample was not confirmed for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the fluid pathway of a xenium xph 190 dialyzer during hemodialysis (hd) therapy. The customer stated that while the patient was connected during therapy for approximately 1.5 hours, a large area of white substance accumulated in the middle of the dialyzer. The pump was stopped and the substance looked like air. The pump started at 50 ml/ hour, and there was more of the same substance 'white/looks like air' traveled up the dialyzer against the blood flow. The customer stated that they had noticed this "mass" started spreading in the fibers on the blood side, not in the dialysate site, when they were infusing at the rate of 130 ml/minute. The customer could not identify the "mass", she stated that it did not act like air would in the dialyzer but it also was not solid. The patient continued therapy normally with a new dialyzer. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A retained sample from the same lot was visually and functionally tested by (B)(4) with no foreign material observed. A manufacturing batch record review was performed by (B)(4) with no issues or abnormalities noted during the manufacture of this lot. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.